Event description:
It was reported that during a training/demo of the da vinci system, error 2001 occurred on system insufflator. Caller performed a hard power cycle of the system; however, the same issue persisted. The customer continued without use of the insufflator. There was no report of patient involvement and there was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced insufflator due to multiple 33002 error logged. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and system triggered error 2125 at startup. Unit was not responsive. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of insufflator error 2001 was attributed to a component failure leading to internal errors, however failure analysis could not determine the root cause more specifically.